Event description:
It was reported during a partial knee procedure the posterior condyle resection was 3mm instead of 6.5 mm. Subsequently, the surgeon made additional cuts to correct the femur.

Manufacturer narrative:
Examination of returned device by supplier found no evidence of product non-conformances.

Manufacturer narrative:
Review of receiving certificate of conformance showed that lot released with no recorded anomaly or deviation. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.